Manufacturer narrative:
The device was returned to the MFR for evaluation and the customer's complaint was confirmed. The devices' outlet flow path thermistor, flow sensor assembly and sensor board were replaced to address the issue.

Event description:
The MFR rec'd info alleging a "svc required" alarm condition occurred. There was no harm or injury reported.